Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2023. Log files leading up to that time captured a few backup battery not installed events and low speed advisories when the set speed was set below the low speed limit. Low flow events were also noted. During the exchange, the pump read flows of 0 while at 4800 rpm. The pump speed was manipulated up to 6000 rpm without change, until it eventually began to read flows of 4 l for a short time. Despite what the controller was reading there did not appear to be any flow going through the pump, as noted by the surgeon with their hand on the outflow graft. Thrombus was noted and removed. When coming off bypass the patient's right ventricle became severe and central veno-arterial extracorporeal membrane oxygenation (va-ECMO) was placed. After protamine was given pump flows dropped to below 0.5 l and a large thrombus was noted in the left ventricular cavity. The patient ultimately expired. Related manufacturer's reference number for the pump that the patient expired on: 2916596-2023-00722.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus formation could not be confirmed as heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation and no images were provided for review. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events as well as a direct correlation between the reported thrombus and the low flow events could not be conclusively established. A specific cause for the reported cardiac tamponade and right heart failure, as well as a direct correlation to hm3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023. Two low flow hazard alarms were captured due to sudden decreases in pump flow to values at or slightly above 0.0 liters per minute (lpm). No other notable events or alarms were captured. Hm3 lvas, serial number (B)(6), was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, pericardial fluid collection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿right heart failure, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced localized tamponade on an echocardiogram. The patient was taken to the operating room for chest exploration and no clot was found. The pump suddenly stopped flowing. The patient underwent the pump exchange and thrombi was noted and removed. The death was considered to be device related.